Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the basket could not open. There was a stone inside when the basket failed to open. The stone was removed using a non-bsc device and the basket was pulled out via duodenoscopy. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failure to open. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failure to open. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Block h11: a trapezoid rx was received for analysis. Visual examination of the returned device found the guide side care rx was torn and push back 1 mm. The reported event was not confirmed. Based on the available information, the guide side car rx was torn and push back, this was most likely also caused due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone, and by this force applied, the working length tends to "retract" itself and therefore, pushing back the side car rx. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the basket could not open. There was a stone inside when the basket failed to open. The stone was removed using a non-bsc device and the basket was pulled out via duodenoscopy. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.